Manufacturer narrative:
Initially it was reported that a hemostatic valve separation issue occurred. The bwi product analysis lab received the device for evaluation and observed on 12/11/2020 that the device was returned in the condition reported as the hemostatic valve was found detached from the hub. In addition, the brim cap and friction ring were also found detached from the hub. The hemostatic valve issue remains assessed as MDR reportable. The detached brim cap was also assessed as MDR reportable. The h6. Medical device problem code remains the same as the hemostatic valve separation as "material separation (a0413)". The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on (B)(6) 2020 it was reported that a patient underwent cardiac ablation procedure for right atrial flutter with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where a hemostatic valve separation issue occurred. It was reported that when pulling out the dilator from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium there was backflow of blood. When the dilator was pulled out the hub of the sheath, the hub came off with the dilator. No section broke but the hemostatic valve detached from the sheath. The sheath was exchanged. The case continued without any further incident. The brim cap, hemostatic valve and friction ring components were found detached from the hub of the device. Then a second closer inspection revealed small traces of glue residues on the brim cap which is evidence that the device was manufactured in accordance with the released manufacture procedures. A device history record evaluation was performed, and no internal actions related to the reported complaint were identified. The hemostatic valve separation issue reported by the customer was confirmed. The root cause of the hemostatic valve detachment cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for right atrial flutter with a carto vizigo¿ 8.5f bi-directional guiding sheath, medium, where a hemostatic valve separation issue occurred. It was reported that when pulling out the dilator from the carto vizigo¿ 8.5f bi-directional guiding sheath, medium, there was backflow of blood. When the dilator was pulled out the hub of the sheath, the hub came off with the dilator. No section broke but the hemostatic valve detached from the sheath. The sheath was exchanged. The case continued without any further incident. The issue reported was assessed as a MDR reportable hemostatic valve separation issue.